Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the readings between the cgm and bg meter had a 50mg/dl point difference. No data was provided for evaluation. Confirmation of the allegation and a cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator, however, this record has still been deemed reportable.